Event description:
During a routine device replacement, the lead was not able to be removed from the port of the header of the device. The lead was cut and the device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to remove the atrial lead was confirmed. Analysis revealed the a-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. At explant the physician was unable to untighten the setscrew due to it being over-torqued. This is considered a user related anomaly.